Event description:
During a laparoscopic cholecystectomy, the surgeon laid the maryland dissector on the pt. The surgeon then inadvertently depressed the foot pedal of the electrosurgery generator. The rptr claims that this caused the instrument to burn the pt. The rptr stated that the burn appeared at the finger holes of the handle that was resting on the pt.